Event description:
The facility reported a colleague infusion pump with a malfunction of having duplicate lines on the display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the sterile processing department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "duplicate lines on the display" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.